Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure there was a failure of the brake to release on the rotalink advancer. This occurred outside of the patient. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, there was a failure of the brake to release on the rotalink advancer. This occurred outside of the patient. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the complaint unit was carried out. A tug test was performed with a test catheter to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator advancer was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested and the device reached 175k rpm at 35psi. No speed related issue was noted during the wet test of the returned catheter unit. The brake defeat function was tested and no issues were noted. No issue was advancing the guidewire during the testing of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).